Manufacturer narrative:
The device, intended for use in treatment, has been returned and evaluated. A visual inspection reported no visual issues. When fresh batteries were inserted, all indicator lamps were solidly illuminated and the device did not function, establishing a relationship with the reported event. Device performance data showed that the device entered a non-recoverable error state for safety reasons. The root cause was established as a component failure. Our medical assessment concluded: one photo of the device was provided for review and confirms the reported event. No relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, no harm has been alleged. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when the device was put in place, all leds remained on and no aspiration occurred. An attempt was made to remove the batteries to stop the device. Upon reinsertion of the batteries, no change was observed. The procedure was completed by replacing the pico bandage with a "standard" bandage. The procedure was delayed by one day because a new pico placement must be performed.